Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 125cc mentor smooth round moderate profile prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. In addition, the patient experienced bilateral device migration due to the bilateral capsular contracture. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 20 2022, additional information was received identifying the baker grade as grade iii. Manufacturer¿s reference number: (B)(4).